Manufacturer narrative:
The lens was not used. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported that when the package was opened the lens was discovered to have a blemish on it. There was no patient contact reported. No further information was provided.

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 04/24/2018. Device evaluation: the intraocular lens (iol) was returned to the manufacturer and no damages were observed. The complaint reported was not confirmed. Manufacturing records review: the manufacturing process record was evaluated and the device was manufactured and released according to specifications. The review identified no non-conformance report (ncr) and no exception report (ER) associated with this production order number (po). A search on complaints history conducted on april 09, 2018 revealed no other complaint for this production order number was received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.